Event description:
It was reported that the doctor was harvesting a skin graft with the zimmer air dermatome when the device skipped. Doctor's first attempt on this pt with an electric dermatome was not sufficient as well.

Manufacturer narrative:
Device was returned to the MFR for eval, however, the investigation was not complete at the time of this report. A f/u medwatch will be submitted once the investigation is completed.